Event description:
An oxygen tank-airlique fasstion-un1072-airgas north central inc-. Made of steel and aluminum, color:grey was apparently confused with the MRI compatible all aluminum models, color: silver-all-steel tanks are green. The tank was brought into the MRI due to respiratory distress on the part of the infant patient and due to its steel content smashed into the MRI, luckily not hitting the patient or staff in the area. We believe that the color of the two tanks-all aluminum and mixed steel/aluminum-should not be so similar; staff in the area were only familiar with the green and silver tanks. We have reported the problem to the vendor rep.